Event description:
It was reported that the user experienced an ¿unable to proceed¿ message during a supply change with two insulin occlusion alerts, after which all supplies were removed, a dry run was completed successfully, and a subsequent supply change with new supplies restored delivery. Symptoms included no reported adverse clinical effects and blood glucose was reported as unaffected. Outcomes included no medical intervention, no hospitalization, and the user continued therapy after supply replacement. Investigation included review of user-reported events and guided troubleshooting and education. Investigation of this case revealed that replacing the cartridge, connector, and infusion set resolved the occlusion and delivery interruption. It was concluded that the event was consistent with an insulin flow occlusion related to disposable supplies, corrected by changing supplies, with no patient harm.